Manufacturer narrative:
The affected evita 4 with serial number (B)(4), manufactured in (B)(6) 1997, was examined on site by our dräger service technician. A burnt smell was detected - but there were no signs of overheating, smoke or fire. A faulty power supply unit was suspected as the initial cause, but was found to be inconspicuous during the investigation.the device, as well as the power supply, complies with the iec 60601-1 standard for basic safety and essential performance characteristics of medical electrical equipment. The risk of fire is minimized because the materials used are classified ul 94 v-0 or better. Furthermore, the technician was able to identify a defective circuit board on the co2 carrier, which led to the reported failure. Additional analysis of the logbook at the manufacturer in lübeck confirmed a warm start of the unit at the reported time. The evita 4 responded to the failure of a circuit board component as specified. The user was alerted to the situation via alarms, and a warm start was performed. Replacement of the lp co2 carrier resolved the reported failure. As a safety feature of the ventilator, the ventilator software analyzes and verifies that the ventilator is functioning properly. If the ventilator software detects an internal error, a warm start (restart) is initiated. The user is alerted to this condition by an audible alarm and a visual message is shown on the display. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After successful completion of the start sequence (approx. 8 seconds), ventilation is continued with the old parameters. The results of the investigation did not reveal any new risks not already included in risk management. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device (evita 4) failed during operation with a shrill alarm sound and black display. In addition, an odor was reported (like a burnt cable). The device was immediately disconnected from power and taken out of service. No health consequences of the patient were reported.